Manufacturer narrative:
The bd phoenix¿ pmic/ID-107 is an antimicrobial resistance panel consists of a combination of the following 510k numbers: k040106, k021954, k050555, k051689, k033784, k060218, k082538, k082852, k053241, k023273, k031679, k020322, k040006, k070809, k031306, k060217, k023301, k040716, k024152, k050089, k031679, k033907, k032131, k060214, k030677, k131331, k060493. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ pmic/ID-107 experienced misidentification. Confirmation testing was performed with a different testing machine. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer has stated that there was a patient specimen which ID'd as s. Saprophyticus with an alternate method, bruker maldi, but ID'd as s. Aureus with the m50.

Event description:
It was reported that the bd phoenix¿ pmic/ID-107 experienced misidentification. Confirmation testing was performed with a different testing machine. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer has stated that there was a patient specimen which ID'd as s. Saprophyticus with an alternate method, bruker maldi, but ID'd as s. Aureus with the m50.

Manufacturer narrative:
H6: investigation summary: this complaint is for the mis-identification of staphylococcus saprophyticus as staphylococcus haemolyticus when using phoenix panel pmic/ID 107 (448607) batch 1215997. The customer returned one isolate and lab reports, however did not return any panels for investigation. To investigate, a total of five retention panels from the complaint batch were tested using a phoenix m50 instrument and customer returned isolate of staphylococcus saprophyticus (88884744) and evaluated for identification results. Two retention panels from a different batch were tested using a phoenix m50 instrument and qc isolates of staphylococcus aureus (a29213) and evaluated for identification results. During investigation, all five panels tested using the customer returned isolate of staphylococcus saprophyticus (88884744) identified correctly as staphylococcus saprophyticus. The two control panels identified correctly as staphylococcus aureus. Since the investigation results were satisfactory, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed six additional complaints on the complaint batch not related to this specific defect. Complaint trending revealed no trends associated with this defect. Bd ID/ast plant quality will continue to monitor for trends associated with this defect and take action as necessary.